Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a broken cable sheath. The event occurred during preparation for use for a therapeutic electrodessication of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient harm.